Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was in an accident in 2017 and reported their implant was dented from the accident. They had to have their entire implant replaced due to this. Patient stated their managing healthcare provider (hcp)at that time has since stopped practicing and patient does not currently have a managing hcp. Documented historical information provided. Upon further review, agent re-opened case to add clarification that patient stated this was in regards to their previous implant that was replaced due to it getting dented from an accident. Patient provided event date as in 2017 but agent didn't realize until after the call that event date provided does not align with date range patient had previous implant. Due to being unable to clarify which implant this event was related to, agent selected both implants on record. Agent had a difficult time f ollowing patient throughout call and made best attempt to collect all event information.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 3058; product type: 0197-implantable neurostimulator; implant date (B)(6) 2012; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.